Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 42 mg/dl. Customer's other blood glucose value was 60 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that insulin pump was auto suspended but they didn't hear it beep. Based on customer report customer did not allege insulin pump was over delivering. Customer did not use auto mode. The device will not be returned for analysis.